Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 unsure on the time with blood glucose over 600 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of liver issue and high blood glucose reading. Customer used shots to treat their high blood glucose reading. Customer high blood glucose reading started 7 weeks ago. Customer was driven to emergency room once she was awake. Customer current blood glucose was 155 mg/dl. Customer blood glucose at the time of the incident was 600 mg/dl. Customer was wearing the pump at time of hospitalization. Customer stated there was no air bubble. Customer did not mention if the cannula was bent. Drive support was normal. High pressure test passed. Customer stated basal rate was correct insulin pump will not be returning for analysis.